Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated area due to the garment rubbing and irritating an incision from a previous open-heart procedure. There was no alleged device malfunction contributing to the irritation. The patient¿s physician and home nurse placed gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.